Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 202 (mg/dl) at the time of the event. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer experienced an elevated bg level that day (399 mg/dl). Customer stated the suspected cause of the elevated bg level was the customer having a cold. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.